Event description:
Lv(left ventricular) impedance >3000 ohms, suspected fracture, high threshold, unstable threshold, intermittent loss of capture, diaphragmatic stimulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).